Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading was 33 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. However, the bolus history had no recorded boluses a couple of days prior to the hospitalization. The insulin pump passed the displacement test. It was also stated that the insulin pump may have been exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.